Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in cheeks with 1 syringe of juvéderm¿ voluma¿ with lidocaine. Approximately one month later, patient was injected with 0.5 cc juvéderm® volux¿ in jawline and 2 cc of juvéderm® volux¿ was applied for contouring of the jawline and chin region. Patient was concomitantly injected with botox®. Approximately four months later, patient developed very firm nodules (no pain, no redness) on chin (c6) bilaterally. 2 smaller nodules later appeared in depressor angularis oris region (c6/md codes) and on the right side in the same region. It was later clarified that multiple granulomas, painful and inflammatory, had developed in all areas injected with juvéderm. No report of biopsy to confirm diagnosis. Approximately three weeks after they appeared, patient was treated with 450u of hyaluronidase. High dose of prednisone also provided. Poor response to both treatments. Hcp is considering local cortisone injection. The following month, hcp reports that the nodules seemed to be better, however, the following day the nodules worsened. No dental work or cleaning, no vaccines and no infections reported. Patient was in good health condition. Symptoms are ongoing.